Manufacturer narrative:
Date sent to the FDA: 06/19/2009. Blade does not cut. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the blade started slowing down, would not advance, and would not cut. A second device was used to successfully complete the procedure with no adverse pt consequences.